Manufacturer narrative:
(B)(4). The zip code for the manufacturer was reported as: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an anaphylactoid reaction manifested by leg cramps, muscle cramps, and facial redness while performing dialysis using the baxter healthcare exeltra highflux dialyzer. This occurred immediately after beginning the dialysis process and continued in progression. The cause of the event was reported to be due to usage of the baxter healthcare disposable. Treatment for the event included benadryl (route, dosage, frequency, and duration not reported) with no resolution and unspecified steroids (route, medication, dosage, frequency, and duration not reported) with minimal resolution. The patient also used a "different brand of heparin" for the dialysis process (route, dosage, frequency, and duration not reported) with no resolution. It was not reported if the patient was recovering or was recovered from the event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.